Event description:
It was reported that the user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) sensor readings on the ilet bionic pancreas, with a prolonged disruption in cgm data to the ilet while dexcom readings continued to display on the dexcom app, consistent with cgm signal loss to the pump. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm data to the ilet and the need for troubleshooting. User support included guided troubleshooting and education, pump restart, toggling sensor configurations, and advising a wait period to allow the sensor to re-establish connection. Investigation of this case revealed that the ilet¿s bluetooth connection required reconnection steps and that the cgm continued to function on the dexcom platform, indicating a communication issue between the dexcom g7 transmitter and the ilet rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was communication disruption between the cgm transmitter and the ilet that resolved or was expected to resolve with standard reconnection procedures.